Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device will not charge when plugged into the cord. The unit will work on battery power only. User indicates it appears the charging pin on the monitor is broken. Response to good faith effort attempt indicated the device was not in use on a patient at the time of the event, no patient or user health consequences or impact occurred.